Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After administering an IV to a patient, the nurse noticed a leak after applying the prn and replaced the product.